Event description:
In (B)(6) 2007 I had a bilateral breast augmentation with inamed (allergan) style 120 silicone filled breast implants (textured) ref (B)(4), around (B)(6), noticed my right breast became a lot larger with tenderness and warmth, I visited my nurse practitioner on (B)(6) and after the below referenced tests, I was diagnosed with bia-alcl (breast implant associated anaplastic large cell lymphoma). Had ultrasound with needle biopsy to confirm cd30 gene present positive for alcl. Had pet scan to determine if other organs / lymph involvement. Finally, had surgery on (B)(6) for bilateral total capsulectomy with implant removal. Currently recovering from surgery.